Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the urinary catheter kit had only 3 alcohol swabs without betadine. Customer searched through emails to see if products was changing but could not find anything about it and another nurse told that this change was noticed the prior day as well. Per additional information received via email on 18mar2022, stated that customer believed that the product might have been a sub product they brought in for intermittent use.

Event description:
It was reported that the urinary catheter kit had only 3 alcohol swabs without betadine. Customer searched through emails to see if products was changing but could not find anything about it and another nurse told that this change was noticed the prior day as well. Per additional information received via email on 18mar2022, stated that customer believed that the product might have been a sub product they brought in for intermittent use.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "inadequate retention". The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and lot number for this device is unknown. Therefore, bard is unable to determine the associated labeling to review. Correction: g h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned